Event description:
It was reported that the device had unexpected longevity with early elective replacement indicator in under three years. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt <=2.6251 volt. Weekly battery voltage trend data shows min bat=2.63 to 2.616 volts between (B)(6) 2012. One patient alert for low battery voltage on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt <=2.6251 volt. Weekly battery voltage trend data shows min bat=2.63 to 2.616 volts between (B)(4) 2012. One patient alert for low battery voltage on (B)(4) 2012.